Event description:
Customer reports inconsistent inr results between protime instrument and an unspecified lab instrument. This report is for pt 4 of 4. Customer reports 3 pts reporting the same inr result. Customer unable to provide additional details dates of testing or pt therapeutic range. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B) (4). Manufacturer evaluation / investigation currently in process.